Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the device would not remain powered on and, as a result, would not be able to charge and shock, if necessary.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that one of the device's hybrid layer capacitor (hlc) batteries, designator bt3, had broken off of the analog pcb assembly. Physio further observed that the positive strap from bt3 had torn loose from the pcb and, as a result, only made intermittent contact with the pcb. The type of damage observed is consistent with the device having sustained a significant impact; however, there was no external damage to the device observed. After multiple attempts, physio-control has been unable to contact the customer for additional information about the reported issue and investigation results. The customer was provided with a replacement device.